Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascxs0254 showed no other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "leak in non-coring needle tubing in port. Blood backed up in tubing, saturating patient's right shoulder/gown. Patient was cleaned up-no injury. Patient was able to be re-accessed with no issues."